Manufacturer narrative:
Integra has completed their internal investigation on 02/10/2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: the catheter was found in a secured position. The introducer assembly was removed from the catheter and inspected; the collet was in its position in the bolt cranial. The catheter was found bent and kink adjacent to the 4th marked teflon tubing. The catheter belongs to 110-4b lot 305000309204. A review of batch history record indicates that the lot met requirements before released to finished goods. Complaint history, model 110-4xxx, from dec-2014 through nov-2015 reviewed; there was no other complaint that issued with complaint code perf041; failure rate percentage 0.00%. The reported customer complaint that the catheter could be pulled back from the cranial bolt while in a secured state could not be verified. The catheter was returned with the cranial bolt secured to the catheter body. During investigation, the catheter body was pulled on while the bolt was held in a fixed position in attempt to replicate the customer complaint. The customer complaint could not be replicated therefore the root cause could not be determined.

Event description:
It was reported that the physician was concerned that she could pull on the catheter and it pulled back despite tightening the compression cap to its maximum tightness. The catheter was placed on (B)(6) 2015 and was removed on (B)(6) 2015. The was no patient injury and no delay in surgery. There was no revision/medical intervention required. The intracranial pressure (icp) readings were not affected because of the reported issue. The patient's underlying medical condition was traumatic brain injury. The catheter was removed because it was no longer needed. It was not replaced after removal. Additional information has been requested.